Manufacturer narrative:
Index procedure was prompted by unstable angina. Patient had a medical history of hyperlipidemia and hypertension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug eluting stent was implanted in the cx. Approximately 45 months post procedure, patient suffered cerebral hemorrhage and died. The death was classified as a non-cardiac death. Investigator assessed event is not related to device or anti platelet medication.